Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8137305. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our evaluation of the sample submitted determined that the yellow material most likely originates from tip shield or pp adapter, which was shaken off of the component by the vibration feeder. To prevent a reoccurrence of this issue we have retrained our manufacturing operators on monitoring the material feeders for product debris.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm experienced foreign matter contamination. The customer reporting, ¿the nurse noticed that there was foreign matter on the catheter tip.¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm experienced foreign matter contamination. The customer reporting, ¿the nurse noticed that there was foreign matter on the catheter tip.¿